Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the stent was not returned for evaluation. The stent remains implanted. X-ray images are not available as this complaint record was opened based on a retrospective review of existing standard of care data. Evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent thrombosis/occlusion or vessel occlusion. Holding and handling of the system for regular deployment was found sufficiently described. H10: g3. H11: h6 (patient, method). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one year and four days post a stent placement in the left leg stenosis, the subject had an adverse event of restenosis which was possibly related to the study device. It was further reported that the subject had no desire for another intervention and the symptoms cannot be attributed to the restenosis for certain. Furthermore, the restenosis was treated conservatively, and the situation was re-evaluated regularly. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one year and four days post a stent placement in the left leg stenosis, the subject had an adverse event of restenosis which was possibly related to the study device. It was further reported that the subject had no desire for another intervention and the symptoms cannot be attributed to the restenosis for certain. Furthermore, the restenosis was treated conservatively, and the situation was re-evaluated regularly. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.